Event description:
A (B) (6) male, pt, contacted zoll lifecor customer support to report one of his battery packs is not fully charging. After charging only 1 bar is displayed in the meter. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problems was confirmed. The cause of the battery not fully charging was a broken yellow wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined, but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.